Event description:
It was reported to boston scientific corporation that a wallflex billiary fc stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the stent was being implanted for treatment of a lesion due to pancreatic cancer. During the procedure, the physician noted that the retrieval loop appeared twisted and not fully opened. The stent was successfully deployed and was noted to be fully expanded. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of stent retrieval loop twisted. A visual and functional examination of the complaint device could not be performed since the device remains implanted and was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.